Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump was not working. There were no reports of patient harm.

Event description:
It was reported the flushing pump was not working for a diagnostic colonoscopy. The procedure was completed with a similar product. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, this event is lily caused by a component failure of pump head. The most likely cause is that the performance of a consumable deteriorated as the number of usages increase. Olympus will continue to monitor field performance for this device.